Event description:
Reportedly, the physician's assistant felt a tingling sensation in the knuckles of their fingers, while holding the hand piece to the generator. They switched to another unit, kept the same grounding pad and hand piece and it was fine to the end of the case.